Event description:
It was reported to philips that monitor intermittently goes black; image storage issue identified on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Customer to recreate image store and order flex pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).